Manufacturer narrative:
Please note, additional information was received regarding related MFR file number 3012307300-2016-00693. According to the reporter, it is unknown if the two events involve the same patient.

Event description:
It was further reported that the device was in use for one hour before the reported event was observed. According to the reporter, the incident did not result in the need for medical intervention and the patient did not experience injury. It was reported that the incident was resolved. According to the reporter, the device was tested prior to patient use. It was reported that no patient information is available.

Manufacturer narrative:
Date of event: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® endobronchial double lumen tube cap had come off, which had triggered an alarm from an anesthetic device, during use with a patient. No patient injury was reported. See MFR: 3012307300-2016-00675 and 3012307300-2016-00693.